Event description:
A reliant balloon was intended to be used as an accessory device during an unknown endovascular procedure. It was reported that during the index procedure, when the reliant balloon was being inserted with the accommodation balloon, the reliant balloon ruptured. Another balloon was used to complete the procedure. Per the physician the cause of the event was anatomy related due to the patient's very tortuos artery. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.